Event description:
Patient reported having issue with one of his cadd legacy pumps, when he was putting in the cassette, he was having two tone alarm "no disposable, pump won't run" - pt made sure few times cassette was attached properly and was aligned with the pump and it was not damaged. Patient tried to turn off and repeated the steps and was still getting the same alarm. When he switched the pump to the one he was already using, he did not have any issues. Did the reported product fault occur while in use with a patient: no. Did the product issue cause or contribute to patient or clinical injury: no. Is the actual device available to be returned for investigation: yes. Did we replace device: yes. Dose or amount: remodulin 40 nkm. Frequency: conti. Route: IV. Dates of use: (B)(6) 2016 to ongoing.